Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that an puncture closure of the right common femoral vessel was attempted using a proglide device with an 8f sheath after a left ventricular outflow tract ablation procedure. Reportedly, no access site imaging was performed prior to proglide use. There was no pulsatile flow through the marker lumen. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The marker lumen blockage was not confirmed as the marker lumen was successfully flushed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. No imagining was performed of access site prior to proglide use. It should be noted the perclose proglide instructions for use states: perform a femoral angiogram to verify the location of the puncture site. The reported marker lumen blockage and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, additional information provided: it was reported that an arteriotomy closure of the right common femoral vein was attempted using a proglide device with an 8f sheath after a left ventricular outflow tract ablation procedure. Reportedly, the proglide device was successfully flushed prior to use. There was no pulsatile flow through the marker lumen after insertion. Another proglide device was used to achieve hemostasis. No access site imaging was performed prior to proglide use. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.